Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient called on (B)(6) 2025. The pain was better but not resolved. Advised them to try new program, if no improvement, will be seen in clinic for appointment. Issue was not resolved and no further action would be taken.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were feeling intermittent pain. Patient stated that they were having problems with the device, because it was sending a "lightning bolt pain" on the left leg and lower back on the left side. Patient stated that the pain was intermittent and sharp across their leg and back. Patient denies having falls, accidents, or doing any extraneous activities that may have damaged the ins. Agent walked the patient through connecting to the ins and reviewed changing programs. Patient was able to connect and changed programs. Patient was also adjust the stimulation to a comfortable level on the bike seat area. Patient to monitor the issue and redirected to the doctor if it persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.